Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The explanted pump was returned for evaluation. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and the outflow graft bend relief were not received for evaluation. No device-related issues were identified through the analysis of the returned heartmate ii lvas components. A correlation of the device to the reported event could not be established. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient started complaining of not feeling quite right and began "talking funny and acting goofy" and was stating that it felt like they could not walk. The patient then collapsed and became unresponsive with loss of bladder control. Emergency services was called and the patient was intubated and transported to the emergency department without chest compressions. Upon arrival in the ER, the patient was in asystole/fine ventricular fibrillation with a heart rate of 10-20 bpm. They were unable to get a pulse or blood pressure and the patient did not respond to the traditional advanced cardiac life support protocol. The patient had been down for over 45 minutes prior to arrival and the decision was made to turn the lvad off and the patient expired. It was reported that the patient had been hospitalized one month prior to the event for falls and weakness. A head CT performed at that time was ok. Carotid duplex was unchanged from pre-surgery studies, laboratory values were okay and no source for the collapsing / falls was determined. A zio patch was placed on the patient at discharge. One week prior to this event the patient was seen for follow up and the zio patch results reportedly did not reveal any significant, lengthy rhythm disturbances. The patient did have premature ventricular contractions in singles, couplets, and triplets. No atrial fibrillation or heart blocks were captured. No additional information was provided.